Event description:
Same cases as 2134265-2014-07475 and 2134265-2014-07474. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located at the moderately calcified and tortuous left anterior descending artery (lad). During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter in order to visualize the lesion. However, when pullback was performed, lost image occurred. Subsequently, it was unable to perform an automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. After device analysis, the following were observed: the device does not have visual defects. Impedance testing shows an electrical open at proximal. It was observed that the catheter flushed normally. During image characterization testing, no image appeared in the system and the imaging core was not properly rotating. The telescope assembly was not able to properly pull back, advance, or retract. Imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same cases as 2134265-2014-07475 and 2134265-2014-07474. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located at the moderately calcified and tortuous left anterior descending artery (lad). During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter in order to visualize the lesion. However, when pullback was performed, lost image occurred. Subsequently, it was unable to perform an automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).